Event description:
The patient experienced numbness in her left leg and hip while the stimulation was on. It started at the same time the screen on the patient programmer went blank. The batteries in the programmer were replaced and the screen was still blank. Further information is being requested from the hcp.